Event description:
It was reported that during a surgical procedure conducted at the user facility the ir lens of the universal tracker broke off. No impact to the patient, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a surgical procedure conducted at the user facility the ir lens of the universal tracker broke off. No impact to the patient, no delay, no medical intervention and no adverse consequences were reported with this event.